Event description:
Boston scientific received information that this implantable defibrillation lead was attempted at implant and dislodged. The lead was then found to have perforated the patient's right ventricular apex causing tamponade. Additionally the physician reported that while implanting the patient's right atrial (ra) lead they may have inadvertently advanced this implantable defibrillation lead causing the perforation. The lead was successfully explanted and the patient was stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.